Event description:
It was reported that after this cardiac resynchronization therapy defibrillator (crt-d) system was implanted, far field and crosstalk oversensing were observed before the patient left the catheterization laboratory, resulting in pacing inhibition. During the postoperative evaluation, the oversensing persisted. An electrocardiogram was performed, and high capture thresholds were noted on the right ventricular (rv) lead. The physician reprogrammed to protect against possible inappropriate therapy. A chest x-ray was performed, and it was planned for the physician to review it and determine the next steps. No adverse patient effects were reported. This device remains in service. Additional information was received that a chest x ray was performed, and it was confirmed that there was no lead interaction. Technical services (ts) recommended reprogramming options and discussed that if these options are not enough to mitigate far-field signal sense, changing lead position may be considered.